Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2018-01755. It was reported the patient underwent surgical intervention on (B)(6) 2018 wherein the leads were repositioned for better coverage.

Manufacturer narrative:
Surgical intervention date is unintendedly listed incorrect in the initial report. It should read (B)(6) 2018 instead of (B)(6) 2018.

Event description:
Device 2 of 2 : reference MFR. Report# 3006705815-2018-01755 . Additional information received identified the leads were explanted, replaced, and repositioned during the surgery.